Event description:
Per the clinic, the patient reports static with device use, reprogramming attempts were made; however, the issue could not be resolved; subsequently resulting in the decision to permanently discontinue use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.